Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low amplitude. It was noted that sensing had dropped but impedance, thresholds and location were good. The suspected cause of the low amplitude was determined as a lead dislodgment. The physician experienced difficulty retracting the helix after multiple attempts. The rv lead was surgically abandoned. No additional adverse patient effects were reported.